Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Manufacturer narrative:
The lead under complaint was subjected to an extensive analysis. Its performance was scrutinized, including a visual and an electrical inspection. The analysis revealed a damaged insulation as a result of wear at 47.5 cm and 55 cm distal to the is-1 connector pin. These insulation damages are considered to be the root cause of the clinical observation. Based on the characteristics as well as the location of these damages, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of an interaction with a nearby lead or event with itself, taking into account the self-coiled position mentioned in the complaint description. Diagnostic images clarifying this assumption were not available for analysis. Further analysis revealed explantation damages i.e. The fixation helix was found bent and stretched. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range pacing impedance measurement and noise. Device triggered a lead safety switch (lss). Other lead measurements were stable. Additional information received and indicated that the cause of the out of range impedance measurement was not determined. The physician planned a lead revision. This lead remains in service. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.